Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. There was a sign of damage in the circuit boards due to humidity. It suggested that the customer may have used this device under high-humidity circumstance. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was returned to olympus repair center for evaluation. The evaluation of the device confirmed the following: the reported event was reproduced. Defects of all circuit boards by moisture were noted. If additional information becomes available, this report will be supplemented.

Event description:
During a procedure, a cv malfunction error (b40) occurred. Then, the switches of the front panel did not work. The patient was transferred to another procedure room and the procedure was completed. There was no report of patient injury associated with this event.